Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was only able to successfully fill multiple cartridges with 250 units of insulin out of 300 units of insulin. Customer's blood glucose level was 250 mg/dl. A cartridge change and syringe needle change was performed resolving the issue.